Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic laparotomy (tumor removal) procedure the powerseal was unable to grasp the jaw. A second powerseal was used and the tip was bending during use. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the base part of the jaw part was bent and deformed. The jaw lever was pulled, but unable to move because it felt like it was caught in something, and the jaw part didn't close. The underlying cause is unknown, but depending on the circumstances during the operation, there are multiple possibilities. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.